Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient lost the ac adaptor for the charging system and thus had not recharged her ipg in approximately a month. The sjm representative confirmed the ipg is unable to communicate with the external devices. Surgical intervention may be pending to address this issue. The date of the event is unknown.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has resumed.